Event description:
The meter was giving erratic readings such as 33mg/dl and another meter would read 185mg/dl. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 for further questions/concerns.